Manufacturer narrative:
One sample device was returned. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 1000ml. Infusion was verified and the flow accuracy test was performed. After 37.5 hours of testing, the pump yielded a flow rate of 1.82ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 8.80psi. The flow restrictor yielded a flow rate of 1.90ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concluded that a fast flow was not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. All information reasonably known as of 30-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, 0202667082, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. All information reasonably known as of 30-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 99 ml; flow rate: unknown; procedure: chemotherapy; cathplace: catheter port. It was reported that the pump was empty earlier than expected and the patient also experienced "vomiting and nausea for three days post infusion". Oral zofran was prescribed. The patient was scheduled for pump discontinuation on friday at 5pm and when the patient showed up at 3pm the device was empty. Additional information received 14-aug-2017 stated the patient doesn't know the exact infusion end time. The patient woke up on friday and the device was empty. The infusion was started at 4pm on (B)(6) 2017. The pharmacist did know if patient used a heater or cooler or placed the device under a blanket. The patient carried the pump around his waist with the black pouch. Flow restrictor was taped to the patient's skin. No additional information was provided.